Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that when the system tracked to max, the image would white out. There is no report of pt injury.